Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump malfunctioned which resulted in a hospitalization. Customer began to feel sick due to no insulin delivery. The current blood glucose reading is 308 mg/dl. Customer treated with manual injection. The blood glucose reading at the time of the event was over 830 mg/dl. Customer was vomiting. Diagnosed diabetes ketoacidosis. Hospital admitted customer to ICU. Hospital treating with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. Scratched display window noted.